Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the item was produced. Since neither the complaint sample nor any other information necessary for the examination was provided to us despite several inquiries, we cannot give an estimate of how the loosening or the fracture of the prosthesis could have come about exactly. Unfortunately, it is not possible to determine the cause of the damage with the data available to us. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: fracture of the endoprosthesis implanted on (B)(6) 2005. Found during revision surgery. (Replacement of the prosthesis during loosening). Fracture of the loosened prosthesis in situ was detected during surgery.